Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. Customer changed the battery and the screen said no delivery before it scrolled down on its own. Customer stated that the screen then went completely blank. Customer's blood glucose was 248 mg/dl at the time of the incident. Customer has been off the pump since yesterday and was on insulin shots. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer agreed to return the pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The units left on status screen matched properly with units left on test reservoir. The insulin pump functioned properly. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.